Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the distribution node to rear therapy electrode cable was severed and missing. The root cause for the missing rear therapy electrode cable was physical abuse. There is no indication that the damage to the rear therapy electrode cable occurred during patient use. Review of the patient's ECG data indicates that the electrode belt was able to communicate with the monitor and detect asystole, which is considered a non-shockable rhythm. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt that was last used with a patient who passed away on (B)(6) 2016. During use, the device was fully functional and detected that the patient was in asystole prior to passing. Asystole is considered a non-shockable rhythm. Upon receipt of the electrode belt, the belt was found to have a severed and missing cable. There is no evidence that the damaged cable contributed to the patient death. The damaged cable was most likely caused by resuscitation attempts. Prior to the disconnection of the electrode belt the device was able to communicate with the monitor and record and ECG signal.